Event description:
Boston scientific received information that this patient received a shock and presented to the hospital for a follow up appointment. Upon interrogation, the device was found in safety mode with two fault codes (capacitor charge exceeds the limit and short-circuit during shock delivery. As a result, the device was explanted. During the explant procedure, the right ventricular (rv) lead was tested through a pacing system analyzer (psa) and no anomalies were noted. When the new device was implanted, the rv lead noted some low shock impedance measurements. An integrity test was performed and some of the energy was discharged on the lead, but the short-circuit fault code appeared. As a result, this lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.